Event description:
This pt was part of a clinical study. The pt received a global total shoulder in 1992. All components were removed in 1999 due to the hylamer pegged glenoid loosening. The doctor's notes blame the hylamer sterilization process without stating exactly what happened to the glenoid. The postoperative complication was recognized on 9-14-99. The form that the co was provided does not include pt height, weight or age.